Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead had out of range low pacing impedance values less than 200 ohms and high pacing thresholds. During the revision for normal battery depletion, the physician elected to replace the lead to alleviate the risk of future failure. The device was explanted and replaced, and the lead was surgically capped and replaced. No additional adverse patient effects were reported.